Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.65 v after 33 months of implant. Although the device was not exhibiting the behavior of the shortened replacement window advisory, there was a concern the battery was depleting prematurely. Far field refractory window oversensing (ffrwos) was also observed. No adverse patient effects were reported. Additional information was received indicating this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Technical service recommended quarterly follow-ups and provided programming options to address the ffrwos. The device remains in service. Should additional information become available this event will be updated. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification.